Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment and pump error 68 alarm found on 07-may-2023. The pump failed the sleep current test. Pump failed the self test due to appearance of pump error 75 alarm. The pump passed the displacement test and active current test. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed 12 pump error 68 alarms on the event date of 05/07/2023 at 15:50:03.000, the first three are as follows: 15:50:03.000, 15:50:36.000, and 15:51:38.000. Pump alarmed a replace battery alarm on 05/01/2023 at 17:33:00.000. Pump alarmed a low battery alert on 05/01/2023 at 08:02:00.000 and was expected. Pump alarmed a pump error 75 alarm during testing on 06/09/2023 at 11:40:58.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, pcba 2, and the lithium backup battery. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube. Pump error 68 alarm was not confirmed during testing. Pump error 75 and high sleep current measurement were confirmed during testing due to moisture damage on the lithium backup battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer reported that the insulin pump had a crack from the battery to all the way on the bottom. No harm requiring medical intervention was reported. Troubleshooting was performed and found that pump was neither dropped nor bumped. The customer reported that they received error code- trace pointers are invalid (pump error 68). The customer reported that they were not able to clear the alarm successfully. The customer will discontinue using the pump . The insulin pump  will be returned for analysis.